Event description:
It was reported the implantable cardioverter defibrillator was post paced t wave oversensing. No further information was known about this event. Further information was requested but not yet received.

Event description:
New information received notes that the issue was discovered remotely and the implantable cardioverter defibrillator was reprogrammed successfully. The patient was stable and asymptomatic.